Manufacturer narrative:
(B)(4). Batch # n90y57. The analysis results found that the fp015 device was returned outside its original package and with the outer gasket torn. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached base on the analysis results as to what may have caused the damage found. We have documented the circumstances as they were reported to us. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported by the affiliate that during an unknown procedure, when opening the packaging the extremity of the sleeve was cracked. The device was not used on the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.